Event description:
Patient allegedly received an implant on (B)(6) 2010 via the {vein listed in the pps} due to recurrent deep vein thrombosis (dvt) and pulmonary embolism (pe). Patient is alleging tilt, vena cava and organ perforation, thrombus and clotting of filter. Patient notes and further alleges "after the filter had become clogged, I started having abdominal pain, leg swelling and pain. I am short of breath constantly, and have no energy". Additionally, patient notes "sitting, standing, and laying down for too long causes pain". Patient alleges standard percutaneous filter removal on (B)(6) 2017. Per the (B)(6) 2017 ivc filter removal report: "impression: 1. Removal of long-term indwelling filter, noted to be tilted to the right at the apex, with several legs extending to the left arterial wall of moderate to markedly irregular inferior ivc, as above. 2. Following filter retrieval, moderate to marked irregularity of the inferior ivc is noted, although the right femoral and iliac veins are patent with mild irregularity. Several right-sided venous collaterals continue to fill. No patency of left common iliac, external iliac or left femoral vein is identified, with extensive left pelvic and left para spinal collaterals noted. 3. Placement of bilateral 14 mm wallstents extending from bilateral common leg veins to the inferior ivc, as above. Overlapping 12 mm wallstents extending to the superior third of the left common femoral vein. 4. Large thrombus identified inferior aspect of indwelling 16 french sheath during the bilateral iliac vein angioplasty and stent procedure., and this clot was subsequently removed with suction thrombectomy and exchange of the sheath, as above.

Manufacturer narrative:
(Device code): appropriate term/code not available for device perforation. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated. Vena cava (vc)/organ perforation, thrombus, occluded filter, pain (abdominal/leg/position change), leg swell, shortness of breath (sob) and no energy. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported pain (abd/leg/position change), leg swell, sob, no energy are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: 'it is alleged that "[pt] received a cook celect filter on (B)(6) 2010". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.